Event description:
Patient was in 123 sling and was being lifted in hoyer lift from a wheelchair. In the process of transfer to mat table, the snap on the sling gave way. Patient fell out of sling to floor and sustained a fractured femur. Patient is presently hospitalizeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data. Conclusion: device failed during assembly, device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, invalid data. The device was not destroyed/disposed of.